Manufacturer narrative:
G4:19jan2021. B4:22jan2021. A quote has been provided to the customer, and the quote has expired. At this time no repairs have been made to the unit.. If further information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 11dec2020.

Event description:
The customer reported touchscreen issue. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.